Manufacturer narrative:
Bioplate is in the process of following up with the customer for more information regarding the malfunction of the device and lot number of the product. In addition, bioplate is waiting to see if the customer will return the product. At this moment, it is unclear if product will be returned. All of this information will allow bioplate to investigate the alleged complaint further.

Event description:
The device was used for the craniotomy on (B)(6) 2011. After the craniotomy, the device was washed and sterilized. After that, it was found that the blue silicone band was missing from the device. There is a possibility that the missing blue silicone band might remain in the patient's skull.